Event description:
It was reported by the user site that during use of a 3dimensions mammography system 3d us, the gantry was shaking during tomosynthesis rotation, with the shaking reported to be worst during the left view. The user site reported that the shaking occurred with every patient that day and that no patient impact was noted or observed by the technologists. The user site reported that similar issues had occurred previously, and the site was advised to discontinue use of the unit pending service evaluation. Hologic field service engineers (fses) investigated the device and performed test images in multiple angle positions at positive and negative 45 degrees. During testing, stuttering of the tomosynthesis motion was observed. The fses adjusted the worm gear assembly and performed tomosynthesis motion-related calibrations. Test images were performed following the adjustments, and the system was verified to be operating according to manufacturer specifications. No further information is currently available.